Manufacturer narrative:
Additional information was received for the medical device lot number. The following fields have been updated: medical device lot #: 7145664. Medical device expiration date: 05/31/2022. Device manufacture date: 05/25/2017.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for eclipse batch 7145664. All inspections were in compliance with requirements. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. (B)(4).

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Conclusion - based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause - a CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle, the safety guard detached from the device leaving the needle exposed. There was no report of injury or medical intervention.